Event description:
It was reported that a patient underwent a hysteroscopy with polypectomy via polyp forceps, dilatation and curettage, and an endometrial thermal ablation procedure under general in 2007. Pathology revealed secretory phase endometrium. The uterus sounded to ten centimeters and the surgeon thought the patient might have had a few small fibroids. Almost immediately post-operatively, the patient began bleeding like a moderately heavy period. The surgeon obtained a cervical culture which was negative. The patient was treated for presumed endometritis with a zpak without resolution, then treated with premarin and aygestin together, and then aygestin alone but without relief. The patient was given methergin and she stopped bleeding for three days but then resumed bleeding. For the last couple of days, the bleeding has now stopped spontaneously.

Manufacturer narrative:
Date sent to the FDA: 7/27/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.